Event description:
Per the clinic, the device was explanted on (B)(6) 2010, due to open circuit electrodes. The patient was reimplanted with a new device during the same surgery. Additional information has been requested, but has not been provided as of the date of this report, (B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: regulatory authority report date on device analysis report is (B)(6) 2011, not "not applicable" as previously reported. This report is filed (B)(4) 2013.